Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe has foreign matter in the device cannula. The following information was provided by the initial reporter: we had an issue with a 20ml syringe. Doctor used a 20ml syringe for propofol and noted that there was a piece of plastic within the barrel of the syringe.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for evalution?: yes. Returned to manufacturer on: 20-jun-2022 h.6. Investigation summary: it was reported there was a piece of plastic within the syringe. To aid in the investigation, twenty-seven samples were received for evaluation by our quality team. Twenty-six samples were in sealed packaging blisters and one sample was in an opened packaging blister. A visual inspection was performed. The units in the sealed packaging blisters had no defects or imperfections observed. The sample in the opened packaging blister unit has a piece of syringe barrel flange inside. This defect could occur if there was a jam during the assembly process inducing damage to a syringe barrel that fell into another syringe barrel. A device history record review was completed for provided material number 302830, lot number 1363369. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly line was performed. The rails and conveyors were aligned. The flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe has foreign matter in the device cannula. The following information was provided by the initial reporter: we had an issue with a 20ml syringe. Doctor used a 20ml syringe for propofol and noted that there was a piece of plastic within the barrel of the syringe.